Event description:
Patient's IV was started, IV tubing connected to the catheter, and noted that there was a defect in the IV tubing approximately midway up the tubing resulting in IV solution leaking onto the floor. Tubing changed, no patient harm.